Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 4 of 4: reference MFR. Report#: 1627487-2018-08842, reference MFR. Report#: 1627487-2018-08843, reference MFR. Report#: 1627487-2018-08844. This report is in reference to a (B)(6) patient. It was reported the patient underwent surgical intervention due to receiving inadequate coverage. During the procedure, three of the patient's leads were explanted. The doctor decided to leave the patient's fourth lead implanted because it got stuck within the epidural space. The patient's original leads were replaced with different model leads. Surgical intervention addressed the patient's issue.